Event description:
The customer stated that she had an MRI done and she left the insulin pump in the room. The customer stated that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind, due to an out of phase encoder signal.